Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm. The customer¿s blood glucose was 288 mg/dl. Customer stated the drive support cap appears normal. Customer stated that insulin pump had motor error alarm and they able to successfully clear the alarm also able to complete pump rewind. Customer stated that insulin pump was not exposed to magnetic field. The device will not be returned for analysis.